Event description:
It was reported the procedure was being performed in the surgery department. During insertion, the clinician found the dilator was creased and they could not advance the guide wire. As a result, a new dilator was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Additional information: complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. The provided instructions state to enlarge the cutaneous puncture site with a scalpel prior to dilator insertion, but it was not reported if this was performed. Therefore, the potential cause of the dilator damage could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).